Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage, and blood exposure. The following information was provided by the initial reporter: at 12:20, on (B)(6) 2021, a closed intravenous indwelling needle was used. After checking the integrity and validity of the outer package, the outer package was opened. After placing the needle, it was found that the heparin cap of the closed intravenous indwelling needle had been leaking blood.